Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions, erosion, fistula and infection. Adhesions and fistula are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the limited information provided, it is unknown to what extent the device may have caused or contributed to the reported event due to the limited medical and surgical history provided as well as the patient's clinical course between the nine years of the implant and explant of the device. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was based on a review of medical records and a "kugel hernia patch case synopsis" provided to davol by the patient's attorney: on (B)(6) 2005 - patient had previously underwent a laparoscopic inguinal hernia repair. Patient now presented with a defect below the umbilicus. The patient was diagnosed with a paraumbilical hernia and underwent repair with implant of a bard davol composix kugel hernia patch. It is noted that the fasxial edge, especially near the umbilicus, appeared weak. Therefore, a composix kugel mesh was used to reinforce the repair. On (B)(6) 2014 - patient was admitted to the hospital due to chronic ongoing pelvic pain and was diagnosed with "pyogenic abscess." On (B)(6) 2014 - patient had a CT scan performed of the abdomen and pelvis. Patient had a periumbilical inflammatory change within the subcu soft tissues. There is an umbilical hernia containing a loop of small bowel without significant dilation or evidence of obstruction. On (B)(6) 2014 - patient was admitted to the hospital with "infected umbilical hernia mesh with enterocutaneous fistula." The patient underwent excision of umbilicus and infected abdominal wall mesh, small bowel resection with primary anastomosis and ventral hernia repair with non-davol bard biologic mesh. Operative notes state that a loop of small bowel was densely adherent to the composix kugel mesh. The mesh and adherent small bowel were dissected free circumferentially. Once this was completely dissected free the md could identify that the mesh had actually eroded into the lumen of the small bowel, which required small bowel resection.